Event description:
It is reported that the x-ray revealed a foreign substance had come out. The surgeon insists the cable was fractured.

Manufacturer narrative:
Evaluation summary: it is not known how much load the surgeon applied while tensioning the cable and in cutting the excess cable flush with the connector body. The pt might have not been complaint to post operation as the connector body is in vivo for 2.5 months. One of th e possible causes for connector block fracture is due to over torque/load, or pt non compliance; however this cannot be confirmed with available information. Review of complaint history showed no similar complaints as this. There is insufficient information provided to determine the root cause of the event. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.